Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date. Service returns were for issues not similar to the reported complaint. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: unit alarming watch dog error. Case notes: problem description on (B)(6) 2018 08:04:54 (B)(6). There was no patient involvement. Sn. # (B)(6). Customer paul called in for help on med lll unit, was drop out in the field unit will not power on they are get a "watchdog error " but before call in they replace main battery and the mea board, and still having the same issue he said they have lines going across the screen they could have a issue with the display module also, but let customer know they should send the unit in for repair. Because the unit was drop while out in the filed customer agree and will talk to his manager before sending unit in for repair. Open ir # (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date. Service returns were for issues not similar to the reported complaint. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).